Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system cubie had failed and was not ejecting. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a cubie had failed and was not ejecting. A field service engineer opened the back of the cable on drawer six in the main station, and the customer went to recover the pocket. The field service engineer unloaded the medication, closed the drawer, and the storage space was configurated. Drawer six inserted the cut pocket and proceeded to load the pocket. The system functioned as intended after the field service engineer repaired the device.